Event description:
Boston scientific crm received information that this dextrus atrial lead exhibited noise and high impedances due to a conductor fracture. The physician elected to deactivate the lead via programming rather than surgically revise it at this time. No adverse patient effects were reported. Boston scientific did not make the event date available.